Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing discomfort. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patients ipg was causing discomfort. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility. Additional information was received that the patient lost a significant amount of weight that was thought to be contributing to discomfort.